Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was in stable condition post surgery. No additional information was available at this time.